Event description:
Ous MDR- sorin reported that after a period of approximately 45 months, loss of capture was reported. Impedances of greater than 3000 ohms were reported since (B)(6) 2015. It is unknown if any revision procedure is planned. No adverse patient side effects were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analyzed. The available data of impedance test on (B)(4) 2016 showed a pacing impedance> 3000 ohms. Furthermore the provided iegms demonstrated artifacts on the ra channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.